Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient started treatment with levodopa, carbidopa, and entacapone in (B)(6) 2025 and beginning in (B)(6) 2025 developed progressive hallucinations and delusions with violent behavior and painful abdominal "lumps"; the patient was treated for a urinary tract infection and with quetiapine, aripiprazole, pimavanserin, the pump stopped on (B)(6) 2025, the levodopa/carbidopa/entacapone therapy was discontinued with psychiatric symptoms resolving thereafter, and oral carbidopa and levodopa were initiated. No further information available.